Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve in the patient's native annulus, a computed tomography (CT) scan was performed that revealed the valve had failed. Subsequently, an echocardiogram was performed that revealed the valve failed due to a mean gradient of 38 millimeters of mercury (mm hg) and the patient was hospitalized. The patient was scheduled to undergo a heart catheterization. Additionally, a transcatheter valve-in-transcatheter valve replacement procedure was planned.

Manufacturer narrative:
Updated: b5, b7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve in the patient's native annulus, a computed tomography (CT) scan was performed that revealed the valve had failed. Subsequently, an echocardiogram was performed that revealed the valve failed due to a mean gradient of 38 millimeters of mercury (mm hg) and the patient was hospitalized. The patient was scheduled to undergo a heart catheterization. Additionally, a transcatheter valve-in-transcatheter valve replacement procedure was planned. Additional information was received that the implant depth was approximately 9 mm on the non-coronary cusp (ncc) and 10.5 mm on the left coronary cusp (lcc).